Event description:
It was reported that the atrial lead exhibited poor sensing. The atrial lead was explanted and replaced. No patient consequences.

Event description:
New information notes that the atrial lead was also dislodged along with exhibiting poor sensing.

Manufacturer narrative:
Analysis was normal. No anomalies were found.